Manufacturer narrative:
(B)(4). Report source: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an additional part was returned. No further event information is available at the time of this report.

Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The visual inspection noted cracks on the returned product. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.